Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, the patient presented with pain. It was noted that both s1 set screws were loose and during the revision surgery, it was noted that the set screws had backed out of the screw head. No further details were known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The exact cause of the setscrews loosening cannot be determined with the provided information. The loosening of the setscrew may come from: - over tightening of the setscrew after their break off leading to the splay of the bone screw tulip - improper insertion of the rod into the rod canal of the pedicle screw: in such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing setscrew loosening no deviation or no non-conformance to specifications was recorded for the mas with these lot numbers.